Event description:
It was reported by the customer "safety needle would not engage/safety when deploying catheter." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.